Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd q-syte¿ devices' vial access spikes broke off during use, and 4 q-sytes' septums were damaged/defective. The following information was provided by the initial reporter: "it was reported via survey response that the clinician experienced vial access spike breaks during use (2), bd q-syte septum is damaged/defective (4). Additional information related to bd q-syte septum is damaged/defective states: "spike broke off""